Event description:
Complainant reported her husband died of uncontrolled diabetes in 2006. Complainant became aware of the warning/press release from FDA on one-touch ultra test strips. Complainant husband used one-touch ultra strips from lifescan, inc. No lot # was given but stated it was the number in the FDA warning. Husband was under the care of dr. Unk whether dr has filed a med-watch for this incident. Complainant has medical records and remaining product on hand.